Manufacturer narrative:
Batch review performed on 09 december 2020: lot 1903224: (B)(4) items manufactured and released on 26-jul-2019. Expiration date: 2024-07-15. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar event reported. Additional devices involved: batch reviews performed on 09 december 2020: ball heads: bipolar head 25060.2848 bipolar head ø28x48 (k091967) lot 1811800: (B)(4) items manufactured and released on 15-may-2019. Expiration date: 2024-05-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Ball heads: cocr 01.25.011 cocr ball head 12/14 ø 28 size s -3.5 (k072857) lot 1910795: (B)(4) items manufactured and released on 09-apr-2020. Expiration date: 2025-04-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Revision surgery for hip infection 3 months after the primary. The surgeon revised all components. The surgery was completed successfully.